Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned system and could not duplicate the reported issue through simulated use testing. The image produced by the returned video monitor and test video baton was stable and clear with good color rendition. The video monitor was certified and returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the monitor did not display an image. The customer indicated the leds on multiple video batons would not illuminate when connected to the video monitor. The procedure was completed with another glidescope avl system, which was made available in less than five (5) minute. No harm to the patient or user was reported.